Event description:
The initial reporter received questionable na electrode results from an unspecified number of patient samples tested on the cobas 6000 c501 module. The following are examples of discrepant results: patient sample 1 the initial result was 170 mmol/l. The repeat result was 140 mmol/l. Patient sample 2 the initial result was 240 mmol/l. The repeat result was 139 mmol/l. Patient sample 3 the initial result was 170 mmol/l. The repeat result was 139 mmol/l. The initial results were not reported outside the laboratory as they were deemed implausible.

Manufacturer narrative:
The electrode lot number and its expiration date were requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) checked the module and repaired a leaking rinse unit. The fse confirmed that the module was performing within specifications. The investigation determined that a leakage/seal had caused the event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.